Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the uniplate cam tightener torque handle [product code: 2897-07-000, lot number: bv646558] was not returned to the complaint handling unit (chu). Instead, the sample was returned to 5 star for rework and recalibration. Five star surgical, inc has performed the torsional test for the torque handle and provided the results to the complaints handling unit. Torque handle was tested for torsional test per tm-100331, rev 15 for mountz and teledyne torque service limit range: (0.682- 0.928 nm) on a torque meter (gage ID#: 78862). 8 readings were recorded. It was noted that the handle was torqueing above the upper specification limit (usl) of (0.682- 0.928 nm) range a review of the receiving inspection (ri) for uniplate cam tightener torque handle was conducted. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting a definitive root cause for the torque handle over torqueing cannot be positively determined. Although not proven, the most probable root cause for the over torqueing of the handle can be attributed to lack of maintenance during its time in use, resulting in the torque handle exerting more torque than its upper specification limit (usl) of (0.682- 0.928 nm) range specified in tm-100331 rev. 15. No corrective action/preventive action (CAPA) is necessary now as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported that on (B)(6) 2019, the uniplate anterior cervical plate system cam tightener torque handle has failed during the calibration during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves ten (10) devices.